Manufacturer narrative:
The device history record was evaluated and no deviations or discrepancies were observed. Returned device was evaluated and the complaint was confirmed. Device met specifications except in the area of damage which could not be fully measured. Device tip is fractured off. The material deformation evidence suggests that the material yielded as a result of excessive forces and possible fatigue. Root cause or specific failure mode cannot be determined. Labeling review notes: "intraoperative management ... Breakage, slippage or misuse of instruments or implant components may cause patient injury ...."

Event description:
Patient had existing unilateral hardware right l4-l5. On (B)(6) 2018, patient received a two level spinal fusion surgery l2-l4 with bilateral posterior fixation l2-l5. During final tightening of the cross connector the transverse connector driver tip fractured off and remained in the hex of the cross connector. The surgeon elected to leave the tip in the cross connector in the patient. No patient injury was reported and no revision surgery is planned.